Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v724357, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a device implanted (B)(6) 2011. About 2 weeks ago or a little earlier she woke up in the morning and had a lot of pain across her lower back. The tender spot seemed to be where the stimulator was located and then over to the other side of her back where the patient was assuming the wire would stop. Since then, the patient had been to two different doctors who thought it was a pulled muscle. This past week the patient was in the hospital and they thought it was sciatica. The patient was wondering if the device could be causing the patient's pain. The patient had tried turning device off to see if that would relieve any of the pain the patient was experiencing. It did not relieve any of the pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.